Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. International UDI: (B)(4). The philips service engineer (se) inspected the device. The se confirmed the reported issue. The se replaced the touchscreen and user interface board. The ventilator passed all testing.

Event description:
It was reported by the international customer that the ventilator is "not sensitive". There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 17jun2019. Date received by manufacturer: 13jun2019. Correction: it was reported that the ventilator's touchscreen was insensitive/unresponsive. The touchscreen was replaced to address this problem. The faulty touchscreen was returned and failure investigation (fi) was performed. During fi, the pin to pin resistance ratio of the returned touchscreen were tested and all tests failed. Therefore, it was determined that the touchscreen's measured resistances are out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.